Event description:
During a low anterior resection procedure, during use, once the anvil was attached to the head, the device could only dial down to a certain extent before meeting significant resistance. The anvil came apart from the head at lease once. Patient was converted to a colostomy.